Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0ten4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction. It was unknown how the patient was doing at the time of this report.

Event description:
It was reported that the patient had a loss of therapeutic effect. He stated that ¿he was regressing here, it had been working well and all the sudden it was not.¿ he continued ¿last night he had an accident and his pants were wet, but he had been getting more leakage than he had been for the last week or two weeks.¿ the patient was at 2.4 volts and he had increased it ¿but that did not seem to make a difference.¿ no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.